Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2016 in situ measurements showed some affected channels. However, the user reportedly had good sound perception with the device. Information from (B)(6) 2020 stated that the user was exposed to multiple traumas during play and currently the number of affected channels has increased.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2016 in situ measurements showed some affected channels. However, the user reportedly had good sound perception with the device. Information from february 2020 stated that the user was exposed to multiple traumas during play and currently the number of affected channels has increased. Reportedly the hearing performance with the device is now affected. In (B)(6) 2021 the user experienced a head trauma against the edge of the bed, which led to complete loss of hearing with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In august 2016 in situ measurements showed some affected channels. However, the user reportedly had good sound perception with the device. Information from february 2020 stated that the user was exposed to multiple traumas during play and currently the number of affected channels has increased. Reportedly the hearing performance with the device is now affected. Reportedly, about 4 months ago (april 2021) the user experienced a head trauma against the edge of the bed, which led to complete loss of hearing with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 in situ measurements showed some affected channels. However, the user reportedly had good sound perception with the device. Information from february 2020 stated that the user was exposed to many traumas during play and currently the number of affected channels has increased.